Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery. Following pre-dilatation with a 4.0x15 non-bsc balloon catheter, a 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician determined to use a non-bsc guide extension catheter to support the delivery, and removed the synergy stent. However, when the device was removed, the distal stent was found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.